Event description:
The customer reported that the insulin gauge on their pump displayed an unexpected amount, with the pump showing a static fill estimate of 55 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained that this issue can occur due to a large variance in measured pressures used to calculate the remaining insulin. The customer was informed that once the insulin level matches the static number, the estimate will adjust normally, which the customer understood and acknowledged.